Manufacturer narrative:
The pump was returned to animas for evaluation. The ok, up-arrow and down-arrow buttons did not activate desired pump functions during testing. The pump was disassembled and found the keypad flex connector is not fully closed.

Event description:
Per the distributor, it was reported that the patient wakes up in the middle of the night and the pump is in the menu audio bolus. The patient tried a new battery but the same thing happened again.